Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles in valve, crack opening. Leak test and microscopic analysis was performed which identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap) and a curved striated opening on posterior side assessed as surgical damage. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. A curved sharp opening assessed as unidentified (tear) opening. A curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.